Manufacturer narrative:
Continuation of d11: rin sodium for anticoagulation. A chest x-ray was performed on (B)(6) 2026, followed by an ultrasound of the right internal jugular vein on (B)(6) 2026. (B)(4).

Event description:
It was reported, "on (B)(6) 2026, the patient underwent right internal jugular vein catheterization. Following return to the ward, poor patency of the drainage catheter was observed. On (B)(6) 2026, thrombosis developed at the right internal jugular vein catheterization site, and the patient was treated with enoxaparin sodium for anticoagulation. A chest x-ray performed on (B)(6) 2026 revealed that the deep venous catheter was kinked at the level of the right clavicular head. Subsequently, on (B)(6) 2026, ultrasound of the right internal jugular vein demonstrated post-catheterization status with local thrombus adherence to the drainage catheter. The catheter was removed. Upon inspection, kink marks and irregular deformation were noted at the side openings of the drainage catheter. The device was replaced, and the procedure was completed successfully." There were no reports of patient harm from this event. The patient's condition was reported as fine. Associated medical device reports (mdrs) include 3006425876-2026-00545.